Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information to perform a pump reset, and after completing the reset, the cgm error code did not reappear. The customer successfully started a new sensor session.